Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, an 9f delivery sheath was used, and there was not any angulation or kink in the delivery system upon deployment. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 35mm amplatzer patent foramen ovale (pfo) occluder was chosen for implant using a 9f amplatzer trevisio delivery system. During procedure, heparin was administrated, and the activated clotting time (act) levels of the patient was 372. It was noted that the patient's heart was rotated. It was difficult to cross the septum during the transeptal puncture due to the patient anatomy. After the device was deployed, the right atrial (ra) disc of the occluder was not flatten and had a bulbous deformation. The device was released from the delivery cable and the disc was flatted, confirmed in fluoroscopy. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. There was no clinically significant delay in procedure. After the procedure, the patient became hypotensive, and a pericardial effusion was noted. A pericardiocentesis was performed. Patient stayed overnight due to pericardiocentesis. The physician mentioned pericardial effusion was not related to occluder and it was caused by one of the non-abbott wires while attempting to cross the septum. The patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 35mm amplatzer patent foramen ovale (pfo) occluder was chosen for implant using a 9f amplatzer trevisio delivery system. During procedure, heparin was administrated and the activated clotting time (act) levels of the patient was 372. The right atrial (ra) disc of the occluder was not flattening before release and had a bulbous deformation. The disc was flatted after release confirmed in fluoroscopy. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. After the procedure, a pericardial effusion was noted. A pericardiocentesis was performed. Patient stayed overnight due to pericardiocentesis. After the procedure, the patient become hypotensive and transferred to the stretcher the physician mentioned pericardial effusion was not related to occluder and it was caused by one of the non-abbott wires while attempting to cross the septum. There was no clinically significant delay in procedure. The patient was discharged.